Event description:
It was reported to boston scientific corporation that a sensor guidewire was used during a cystoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure the physician noticed through the scope camera that the tip of the sensor wire had detached in the ureter. The part of the sensor wire that detached was retrieved using a grasper. The procedure was completed with another of same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.